Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8075004. Our records show that this is the only instance of discoloration occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, during the evaluation of the device submitted our quality engineers identified key indications that oxidation of the heparin cap had occurred. Oxidation is most likely cause by exposure to hot or dry environments during either transportation or storage; as the component dries out the coloration of the material slowly becomes increasingly pale.

Event description:
It was reported that discoloration occurred with a prn adapter. The following information was provided by the initial reporter, "after openning the unit package, it was found that the prn discolored."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that discoloration occurred with a prn adapter. The following information was provided by the initial reporter, "after opening the unit package, it was found that the prn discolored."